Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary; the investigation has been completed. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient presented to the hospital on (B)(6)2025 with complaints of chest pain, nausea, vomiting. It was noted that the patient¿s troponin levels were elevated that resulted while in the emergency room. The patient was then admitted and taken to the cardiac catheterization laboratory for left heart catheterization. Severe mitral valve disease was noted with a preserved ejection fraction of 50%. The patient was placed on a heparin drip, but the chest pain did not resolve. The patient was then scheduled for a 2 vessel bypass on (B)(6)2025. After coming off cardiopulmonary bypass (cpb) following the coronary bypass procedure, the patient decompensated quickly. The patient was quickly placed back onto cpb and the coronary arteries were reassessed. There were no significant issues noted with the grafts of the bypass, and the patient was again attempted to be weaned from cpb. The patient again decompensated, and the left ventricular ejection fraction dropped significantly after 10-15 minutes of being off cpb. A plan was made to cannulate the patient for extracorporeal membrane oxygenation and impella cp for left ventricular unloading, however the patient¿s femoral arteries were found to be severely diseased. The physician decided to place an impella 5.5 directly through the aorta as the patient¿s chest was still open. The impella 5.5 was inserted with no issues and support was initiated. The patient was then released back to the intensive care unit for rest and recovery. The following day, it was reported that the patient was experiencing bloody urine, and the patient was placed on dialysis. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.